Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted in the patient on (B)(6) 2010. According to the complainant, she has experienced pelvic and vaginal pain, and pain during intercourse. She also reported feeling uncomfortable standing up or sitting down. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. It is unknown if the device will be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Voluntary medwatch number is (B)(4).